Manufacturer narrative:
Investigation underway - follow-up report will be submitted at conclusion.

Manufacturer narrative:
Getinge received a complaint related to a getinge 86-series washer-disinfector where it was indicated that the device caught on fire. When the incident occurred no person was involved or injured. As it was stated in the incident description, the washer-disinfector getinge 86-series was used at the evening the day before the incident occurred. Fire started at the morning and when the inspector came at the customer facility suggested that the device self-extinguished when utility hoses to water supply were compromised. The functionality of the device was evaluated at the customer facility after the incident by the customer engineering expert. The inspection of the device performed by the customer engineering expert showed that the part which failed and caused the incident is the non-vent package which is not manufactured by getinge and it is owned by nugen scientific services which is found to be out of the business. The root cause of the failure of the non-vent package which was installed on getinge device failure was concluded to be moisture intrusion. We conclude from our investigation that when the event occurred our device was up to the original specification, looking at the design files and ul certificates we believe that if the device would have not been equipped with a failing nugen scientific services non-vent package this incident would have been avoided. Review of the previous cases was performed and based on this information we see this case as a single and isolated event. The getinge device was used for disinfecting goods at the time of event, did not contribute itself to the outcome of the event and was up to the specification when the event took place. However looking at the incident description we reported this event in abundance of caution. (B)(4).

Event description:
Unit caught fire approximately 5am, the last cycle had been run approx 9:30pm the previous evening. The unit clean side door was left open after goods were unloaded. The sprinkler system in the facility did not turn on. The fire inspector suggested that the unit self-extinguished when utility hoses to the water supply became compromised. All three disconnects were tripped.